Manufacturer narrative:
The unit did not have a rewind anomaly. The unit alarmed compromised force sensor system during the self-test due to a faulty radio frequency board. The unit had cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched lcd window.(B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and they had difficulty rewinding the device. The blood glucose reading was 170 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.